Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified arteriovenous fistula. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 7-8th inflation at 10 atmospheres within 30-50 seconds. The balloon was completely removed from the patient's body through the sheath and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: a pcb device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied and the balloon was inflated to the rated burst pressure of 10 atm and no leaks or issues was not with the balloon material. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed that one of the blades was damaged and pulled in a distal direction. All other blades were present and fully bonded to the balloon surface. There was no damage noted with the tip of the device. A visual and tactile examination identified no kinks or damage to the shaft of the device. The encore inflation unit was tested before and after use with the druck pressure gauge. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified arteriovenous fistula. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 7-8th inflation at 10 atmospheres within 30-50 seconds. The balloon was completely removed from the patient's body through the sheath and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.